Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. Attach the suction valve to the suction cylinder of the endoscope. Confirm that the valve fits properly without any bulging of the skirt. Also confirm that the valve cannot be rotated. Depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that a foreign material was found clogging the colonovideoscope's forceps channel during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was not confirmed, however, there was residual liquid or foreign material coming out of the suction cylinder. Other evaluation findings are as follows: the tube cleaning brush could not be inserted due to clogging of the universal cord's suction tube; the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; an abnormal sound was made due to damage on the upward downward knob; the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the adhesive on the bending section cover was chipped; the suction cylinder was shaved; the suction volume did not meet the standard value because the suction cylinder was shaved; and the control unit was discolored. There were scratches on the upward/downward knob, the forceps elevator knob, the forceps elevator lever, the plastic distal end cover, the connecting tube, the protector of the universal cord on the suction connector side, the scope connector cover unit, the right/left knob, the upward/downward knob, the flexibility adjustment ring, the switch box, the scope cover, the suction connector, the universal cord, the control unit, and the grip. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning, but there were no abnormalities in the accessories used for reprocessing. It is unknown if the customer aspirated water through the instrument/suction channel or immersed the endoscope in detergent solution. It is also unknown if the customer wiped/brushed the instrument channel outlet with clean, lint-free cloths, brushes, or sponges. However, the customer did brush the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.